Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion exhibiting 85% eccentric stenosis located in the mid rca. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated using a 3.0x12mm nc-euphora balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent failed to cross/position at the lesion and while attempting to remove the stent from the patient stent dislodgement occurred. The dislodged stent was removed from the patient using a snare. The patient is reported to be alive with no further injury post procedure.

Manufacturer narrative:
No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The inflation device remained on neutral pressure during delivery of the device. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.